Event description:
It is reported that a customer states that their insulin pump is giving them false blood glucose values. The pumps read that the customer blood glucose level was at 50 mg/dl when in reality it was at 554. The customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer's pump went into a threshold suspend but still alarmed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).